Manufacturer narrative:
Additional information received on (B)(6) 2019 that the event occurred during testing at our facility. The pump didn't fail with the patient.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump's front and rear housing were cracked and the screen was scratched. On power-up the device alarmed error code 1720. The investigation determined that an issue with the backup capacitor was the cause of the reported issue. The back-up capacitor and screen were replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump displayed error code 1720. It was also reported that the pump had lens damage.